Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available

Event description:
As reported in a competitor complaint: "it was reported the patient was revised due to cement loosening causing device malposition and allergic reaction...patient underwent a knee revision approximately eight months post- implantation due to loosening of the cement. Patient alleges they were told the implants were not initially implanted correctly". A provided excerpt of a usage sheet identifies two doses of stryker cement.